Event description:
During routine removal of a tmt plate, two of the screws were broken and showed signs of cellulite in the soft tissues. The plate and screws were explanted and the cellulite was treated with antibiotics.

Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2014-00264: platemdr 3025141-2014-00265: screw 1mdr 3025141-2014-00266: screw 2mdr 3025141-2014-00267: screw 3mdr 3025141-2014-00268: screw 4mdr 3025141-2014-00269: screw 5mdr 3025141-2014-00270: screw 6mdr 3025141-2014-00272: screw 8